Event description:
The event involved a plum 360 that was reported to have completed an infusion ahead of the pump's programmed duration. A dopamine infusion at 10 mcg/k/min, prepared as dopamine 20 mg in 50cc of 0.9% saline solution (ssn), was programmed for a weight of 700gr to infuse at 1cc/h for a patient in ICU. According to the institutional protocol, the mixture should be changed every 24 hours by its expiration, which would have been completed on (B)(6) 2021 at 01:00 am. However, on (B)(6) 2021 at 8:00 pm, the pump audibly alarmed indicating that the infusion of the mixture was completed. Upon checking the mixture volume and observing the cassette, it was visually confirmed that the pump completed the infusion as the alarm indicated. The pump's programming displayed the remaining time as 9hrs and 2mins. The previous shift's chief nurse, who prepared the mixture was contacted to explain how the mixture was prepared and primed according to institutional protocol. A new mixture was installed and the pump was separated for technical review. There was patient involvement and no human harm.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not yet been received.

Manufacturer narrative:
An investigation was performed on the plum 360 to evaluate the customer-reported issue (device inaccuracy). The pump was visually inspected and it was found to be in normal condition. The plum 360's date and time was found to be (B)(6) 2021, 14:04. The device date and local time was (B)(6) 2021, 14:17. Although the device was found with the correct date, the time was found to be 13 minutes late. The event history was downloaded to analyze the infusion programming that was reported by the customer on (B)(6) 2021. An infusion was identified at 2:22 (pump time) which was similar to the programming parameters reported by the customer. However, the user had entered a dose of 11 mcg/kg/min whereas the customer reported a dose of 10 mcg/kg/min. The entered dose increased the flow rate from 1ml/hr to 1.2 ml/hr. The device worked with this programming for 6 hours and 4 minutes at a different rate than the customer reported. Subsequently, the device was programmed with the customer-reported dose of 10 mcg/k/min, and this dose was infused for 12 hours and 28 minutes to total 19.8 ml in 18 hours 32 minutes. The infusion started on (B)(6) 2021 at 2:22 to end on (B)(6) at 2:22. The customer reported that on october 5 at 20:00, the pump alarmed and the end of the medication infusion was observed. According to the event history, alarm n232 "proximal air a" was activated at 20:54 (pump time) and this alarm stopped the infusion. According to the infused volume values found, the device delivered the corresponding volume until the alarm n232 "proximal air a" was activated. The dilution was done with 50 ml of saline solution. The user error would not be the main cause to finish all the medication since this error did not exceed the volume contained in the mixture. The customer-reported infusion duration was a result of the infusion restarting with the dose value already corrected, with a duration of 21 hours 30 minutes over 12 hours 28 minutes. Other external reasons for drug loss are unknown. Customer protocol testing was performed on the plum 360. The device was programmed on channel a to deliver a volume of 24 ml in 24 hours at a flow rate of 1 ml/hr, resulting in 24.8 ml delivered in 24 hours 2 minutes. 24 ml *5% = (+/-1.2 ml) with a tolerance of +/- 5%, the delivery value was found to be within the allowable range. The margin of error of delivery was + 0.8. According to the customer's experience, the device delivered ahead of schedule. But the customer's protocol testing determined that the device worked 24 hours 2 minutes without interruption and the infusion was completed without over-delivery or alteration of values. Keypad testing was performed to verify that it did not auto-program. Each key functioned correctly, and the test passed, indicating that the keypad functioned as expected. It can be concluded that during the customer protocol and product verification tests, the device infused correctly without over-delivering, without generating any technical failures or alarms, or over-programming produced by the keypad. A probable cause could not be determined. D9: date returned to mfg: 12-nov-2021.